Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The pod was received not deployed. The pod deployed while being cut. The download data showed that the pod was deactivated at the end of the second priming sequence. Timeouts occurred in tandem with a failure of the rotational sensor to transition as expected, indicating that a brief drive stall occurred. This drive stall prevented the ratchet gear from rotating enough pulses to deploy the needle mechanism by the end of second prime. Inspection of the pod found no damages or manufacturing deficiencies that would contribute to a drive stall. The exact cause of the drive stall and subsequent failure of the needle mechanism to deploy could not be determined.